Event description:
It was reported that during the initial procedure, the 4193 lv lead could capture via the analyzer but not after hooking up to the device. In a later procedure, the 4193 lead was explanted because of observed high threshold resulting in no pacing capture. An implant attempt was made to replace with a 4196 lead but that was unsuccessful due to challenges with the patient anatomy. An epicardial lead will be attempted in the near future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and a cosmetic depression. The lead was stretched and appeared to have explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and blood/body fluid on all conductors (not obstructed).